Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the centrifugal pump did not start. After starting the pump, there was no flow, not possible to run. The customer detached the tubing set, tried to aspirate on the three-way stopcock, and no problem was found. The customer had to remove the tubing set and then restart. Customer also reported that the instrument (bio-console 560) was examined by a medicotech and did not find any failure.  There was no patient impact associated with this event. Medtronic received additional information that there wasn't any damage to the packaging (outer box, inner packaging or sterile barrier). The same tubing set was used to complete the procedure. There was no complaint allegation against the bio-console 560.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was not confirmed for the cbap40 centrifugal pump not starting. The device was not returned for analysis. After the issue was observed, the tubing set including the cbap40 centrifugal pump was detached, the user tried to aspirate on the three-way stopcock, no problem, and after the second placement of the tubing set the issue was resolved, suggesting a setup issue versus an issue with the cbap40 centrifugal pump itself. The root cause could not be verified or determined. There were no patient adverse effects. Medtronic will continue to monitor for future events. Correction b3 (date of event): this field has been updated to the 11 dec 2023. Correction b5 (desc evt problem): the customer replaced both the centrifugal pump and continued to use the initial custom tubing pack to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that perfusion had started up to a pump speed of just under 3000 rpm and no flow was achieved. The customer stated that an attempt was made to start up again but there was still no flow. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.